Manufacturer narrative:
This is a supplemental report for MFR report #8010047-2019-02441. The subject ltf-s190-5 was returned to olympus medical systems corp. (Omsc) for evaluation. During the evaluation by omsc, the reported phenomenon was not duplicated even though the evaluation was conducted under following conditions. The universal cord and the video cable of this device were twisted. The bending section was angulated. The distal end was heated up. As a result of disassembling the video connector of subject ltf-s190-5, there was no abnormality. Since the reported phenomenon was not reproduced, the exact cause has been unknown; however, the following are supposed to be the cause. There was a possibility of temporary contact failure of the subject device and the video system center due to foreign substance (water etc.) Adhered on the electrical contact of the video connector of the subject device. The instruction manual provide warnings and how to inspect the device. Warning: do not insert the video connector while the electrical contacts are wet and/or dirty, which may result in an electric shock, causing severe damage to the endoscope and compromising patient and/or operator safety. If the endoscopic image disappears unexpectedly or the frozen image cannot be restored during an examination, immediately stop using the endoscope and withdraw it from the patient as described in section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Continued use of the endoscope under this condition could result in patient injury, bleeding, and/or perforation. Follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. Connect the video connector to the video system center completely by pushing the video connector until it clicks. Otherwise, faulty contact can result. Do not bend, hit, pull, or twist the insertion section, bending sections, control section, universal cord, video cable, video connector, and light guide connector. The endoscope may be damaged, and water leaks and/or breakage of internal parts like the image sensor cable can result. Inspection: confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. Confirm that the wli and nbi endoscopic images do not momentarily disappear ordisplay any other irregularities.

Manufacturer narrative:
The subject ltf-s190-5 has not been returned to olympus medical systems corp. (Omsc) for evaluation yet. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During an unspecified procedure with the ltf-s190-5, an abnormal endoscopic image appeared and sometimes the endoscopic image disappeared. The user replaced the subject ltf-s190-5 to another olympus laparo-thoraco videoscope ltf-vh to complete the procedure. There was no report of the patient injury other than replacing the device.